Event description:
It was reported that the device was explanted approximately after an implant duration of one month, due to unk reasons. Patient also had another valve (model 2900) explanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.